Event description:
It was reported the device exhibited an auxiliary control unit watchdog error and primary audible alarm post. Unknown patient involvement.

Manufacturer narrative:
One device was received for evaluation. Visual inspection found a cracked top case, bottom case, and plunger case. A review of the device's event history log found a record of an acu watchdog and primary audible alarm post. The device was powered on to conduct functional testing. Upon review, the reported problem was unable to be duplicated. All the reading of the speaker within the required specs, device is operating as intended, repair was not needed. Device passed all the functional tests. The service history review identified no indication that the complaint was related to a service of the device within the review period. B3: unknown.